Event description:
A (B)(6) male pt returned a monitor for an unrelated event. Upon servicing the monitor, the monitor was unable to power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to power up due to a missing 5.4v power supply output . The cause for the missing supply output was isolated to a defective capacitor c601 on the monitor c/a board. The capacitor was not reading the correct output. The root cause for the incorrect output of capacitor c601 could not be positively identified. No adverse event resulted from the defective c601 capacitor. The pt received a replacement monitor.